Event description:
Additional information received reported that the patient never had therapeutic effect in the mornings before she got up and moved around. The patient had acute pain in her stomach area and had a loss of bladder control with urgency and frequency. The patient stated that the "pulling and pinching" sensation at her vaginal area did not feel like the "fluttering" she was used to. The patient's health care provider (hcp) wanted to put her back on the oral medication she was previously taking, but she did not want to. The patient also stated that she was last programmed two weeks prior to the report to program 4, had already tried programs 1, 2, and 3, and was still not getting relief. The patient was to see her hcp the day after the report and her stimulation was on. On (B)(6) 2012, it was reported that the patient began having issues related to urgency the day prior to the report. The patient also stated she felt a "pulling" sensation from the device and her stimulation was working "well" for two weeks, but then all of a sudden went "crazy." The patient said her position did not matter, but sitting was a "little better." The urgency was the worst when she walked and she had not reported her symptoms to her hcp. When the patient increased her stimulation it was painful and felt like it was "pinching." The patient stated she had tried all four programs and they were not helping. The patient was on program 2 at 3.1 volts and was comfortable and felt the "fluttering." The patient tried increasing her stimulation, but reached the upper limit and decided to try this setting.

Event description:
Additional information received reported that the patient was on program 4, but she was having pinching and it was "driving her crazy." The patient was then at program 2 at 2.4 volts and was feeling stimulation "comfortably." It was noted that the patient did not feel stimulation on program 1, but did feel stimulation on program 2 at 4.2 volts. It was unclear which program and setting the patient was on. It was reported that the patient had had no falls or trauma. Three days later, it was reported that the patient had an appointment with her healthcare provider that day. A week later, it was reported that there was a loss of therapeutic effect. It was noted that the patient was taking medication but "didn't like medicine" and "didn't like the way it made her feel and didn't think she should have to take medicine if she had to pay for the device." It was reported that the patient thought the medication helped more than the device and that she "had to go every hour and was not doing good." The next day, it was reported that the patient had turned the device amplitude up. The reporter stated that in the morning the patient got a "funny feeling in her stomach so she couldn't sleep anymore." It was reported that the patient would go to the bathroom once an hour when she woke up in the morning. It was noted that the patient was thinking about going back to the medicine. Six days later, it was reported that the patient was still having concerns regarding her device and they were not resolved as of (B)(6)-2013. It was noted that the patient had an appointment scheduled for (B)(6)-2013. The next day, it was reported that the manufacturer representative told the patient that she couldn't do any more for her, and if the device wasn't working, she should "just take it out." Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was re-programmed and that made her symptoms improve. The medtronic repres entative followed up with the patient. Two days later it was reported that the patient's current settings were "working well" and that everything was "ok".

Event description:
Additional information received reported the patient was again having similar issues that were previously reported. It was stated the last settings 'worked good until a couple weeks previous' to the date of this report. The patient continued to experience a loss of effect and 'pulling' in the vaginal area. An additional follow up report will be sent if any additional information is received.

Event description:
Additional information stated when the patient was set on program 2 at 5 volts they felt pulling an uncomfortable in the vagina area. It was noted when the patient was sitting it did not bother her but it did when she walked. Reportedly, the patient had to turn their stimulation down to sleep and when she lowered it the implantable neurostimulator (ins) did not help with their symptoms. It was stated the patient was scared to make an adjustment over the phone and wanted to meet with someone at their appointment on(B)(6) 2013. Two days later it was reported ¿when the patient goes to sleep at night she doesn¿t want to wake up¿ and since they had their device implanted they have been very aggravated. Two days later, it was reported the patient urinated a lot two days prior to report. Later that day, it was reported when the patient was reprogrammed in (B)(6) 2013, their therapy was ¿working good, but it wears off.¿ it was stated the therapy was working good for almost 7 months before it started to ¿wear off.¿ it was noted the patient turned their stimulation up too high and it was painful for her but that the stimulation is only effective if it is turned up high. Reportedly, the patient had a loss of therapeutic effect and a loss of bladder control.

Event description:
It was reported stimulation was not working "well." Patient had a strange feeling in their stomach and they continued to urinate while they slept. Patient took oral medications that did the same thing. This started before implant. The feeling in the patient's stomach was not similar to the stimulation. Patient has had programming changed and they do not have to urinate as much for a few days, but then they go back to using the restroom more often. High stimulation caused the patient to bleed from their bladder and vagina a few weeks prior to report. Approximately three weeks later it was reported there was a decrease in therapeutic benefit during the morning. It was reported "it was working but not that great." Patient got urges early in the morning and had to constantly go to the bathrooms. Patient also got an "annoying" feeling in her stomach and the patient was no longer able to sleep. Patient was feeling pinching and pulling in the vagina and the patient can no longer stand it. Patient was reprogrammed last week and "they set it to something else." Patient reported they informed the doctor of the pulling and they adjusted it but they still feel it. Two days later it was reported there was a loss of therapeutic effect. Therapy worked some days and others not so much. It was also noted the patient was not getting the results they were expecting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v817056, product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).